Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch up cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis investigation also found the following unreported damage: the distal end of the main tube had various scratch marks with light material removal. The scratches were .220 - .026 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed wires were identified on a prograsp forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.